Event description:
It was reported, that the patient implant worked in an intermittent way. Since 2005 they only hear noise with the device. Patient could not tolerate to wear the external equipment in fitting mode because of painful sensations. Telemetry testing confirmed, that the device had malfunctioned.